Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. In addition the upper jaw was detached and returned. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw could not be held in place due to the breakage. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic sigma procedure, the jaw broken after a few times, part fell into situs but could be removed. No further information is available. Another like device was used to complete the procedure.